Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated that they believed that a short had developed in the serial adapter cable of their vns programming wand as they were unable to use the device to interrogate a pt's generator. The reporter indicated that they were unable to interrogate a vns pt's generator using a particular programming wand and that the issue was believed to be due to a short circuit in the device's serial adapter cable. The reporter also indicated that the cable looked "frayed" and that the interrogation process was successful once the wand was replaced. Good faith attempts for product return are in progress.